Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius 5008x bloodline leaked substitution fluid two and a half hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, alarmed appropriately. There was a disconnection at the start of the substitution fluid pump segment noted on the bloodline. A fresenius dialyzer was also in use. There were no changes to pressure or blood flow rate during treatment. There were no issues during priming. The patient¿s blood was completely rinsed back using saline. The patient¿s estimated blood loss (ebl) was 0ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was returned to the manufacturer for evaluation; however she did not have the tracking number available.